Manufacturer narrative:
Consumer reports the cane is similar to an invacare model 8917. No label and/or markings reported to be on alleged cane. This common style cane is produced by multiple mfrs. MDR filed based on injury suffered by user.

Event description:
The consumer alleges the cane bent, causing him to fall on the sidewalk and break his leg in 2 places.